Event description:
The following was reported by the pt¿s attorney: pt was implanted with the bard ventralex hernia patch. The product caused the pt to suffer infection or inflammation, tissue abrasion, and other severe health consequences. The attorney alleges due to the defective design, the product has caused the pt severe and permanent bodily injuries and physical pain and suffering.

Manufacturer narrative:
We have contacted the initial reporter to request add¿l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Although medical records were not provided, the attorney report indicates that the pt suffered serious bodily injury, mental and physical pain and suffering. It is reported that the product caused infection or inflammation. Infection is a known adverse event listed in the IFU. The report does not identify a specific device issue and no product was returned for eval. Additionally, product identifiers have not been provided, therefore a mfg review is not possible. Based on the currently available info, it is unk whether the device may have caused or contributed to the event. No conclusion can be drawn at this time.